Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device had burned/melted power cord, they claimed that it heated up so hot that it burned the cord so badly. Additional information was received that the cord has caught on fire. This was encountered during patient use and there was no harm during this event.

Manufacturer narrative:
We were able to confirm the event, and determined that: the heating was caused by an internal short circuit of the power cord. This short circuit is caused by the power cord being squeezed and the internal insulation destroyed. Squeezing could occur from the user or during the production of the power cord. The power code vendor provided the history records including the electronic test report which indicates that the power cord was released meeting all specifications as their manufactured. Based on the available information, the root cause was determined to be user error. No corrective actions are needed at this time. All information received will be used for further tracking and trending purposes.